Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new battery and also the insulin pump showed no insulin delivery alarm without any explanation. The customer also stated that the insulin pump had cracks on the screen, scratches on the screen and had diminished battery life. Troubleshooting was not performed. The insulin pump will not be returned for analysis.